Manufacturer narrative:
The autopulse platform (s/n (B)(4)) was returned to zoll (B)(4) for evaluation on february 11, 2016. Investigation results as follows: device history record (DHR) was reviewed and no previous related complaint was reported for this autopulse platform (s/n (B)(4)). Visual inspection of the returned platform was performed and no visible damages were observed. A review of the archive was performed and no discrepancies were observed. During functional testing the autopulse platform passed all functional tests without any discrepancies. The returned platform was able to perform compressions without any issues. In summary the customer's reported complaint was not confirmed. The unit was tested with multiple batteries and no issues were found. The unit operates normally and is able to perform compressions with no faults. Note that all autopulse platforms go through a thorough inspection and test prior to and during final inspection to ensure visual structural and functional integrity.

Event description:
It was reported that the autopulse platform (s/n (B)(4)) will not turn on. The issue was verified by the biomed, using multiple fully charged batteries. Biomed checked on/off pushbutton and it appeared to be functioning as intended. No report of patient involvement with this event. No additional information was provided.